Event description:
Intubated patient using purewick (external female urinary collection device). Patient is on a diuretic drip. Skin breakdown developed around the labia area. Patient's bmi is (B)(6).